Event description:
It was reported that the patient was experiencing discomfort at the pocket site. It was also noted that the ipg had migrated. The patient underwent a revision procedure wherein the ipg was repositioned and replaced. The patient was doing well postoperatively, and the explanted ipg will not be returned.